Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had down button was harder to pushed. The customer¿s blood glucose was unknown. Customer stated that cracked on the top of the insulin pump that goes to the reservoir area. Customer stated that insulin pump had no delivery alarm and had to redo his sets. The device will not be returned for analysis.